Event description:
It was reported that during a routine device changeout, an atrial lead dislodgement was noted. The right atrial (ra) lead was capped and replaced during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224trk ICD, implanted: (B)(6) 2011. (B)(4).